Manufacturer narrative:
E3: occupation: analyst, process transformation & quality h3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a coronary artery bypass graft (CABG) with a "redo" of the sternotomy, a micropuncture transitionless stiffened cannula access set's wire guide "split in half or frayed" while placing a femoral central line. The device, which was reportedly in place for ten-to-fifteen minutes, was replaced. The patient was not injured. Upon return and initial evaluation of the device, the wire's coil was separated. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a coronary artery bypass graft (CABG) with a "redo" of the sternotomy, a micropuncture transitionless stiffened cannula access set's wire guide "split in half or frayed" while placing a femoral central line. The device, which was reportedly in place for ten-to-fifteen minutes, was replaced. The patient was not injured. Upon return and initial evaluation of the device, the wire's coil was separated. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The coil was separated from the distal end of the wire, at approximately one centimeter from the solder. The inner core of the wire was exposed and protruding from the point of outer coil separation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ the IFU also states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. Although it is possible that other factors related to use of the device may have contributed to the event, this cannot be definitively determined. The customer informed cook that additional information was not available. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.